Event description:
I was notified by two separate people that they had tested positive for covid 19 and that I might have been exposed on (B)(6) (both incidents same day). I scheduled two pcr tests for day 4 ((B)(6) 2022) and 7 ((B)(6) 2022) after exposure through a company (B)(6) operating testing facilities in my county (B)(6). The results were severely delayed, so while I was waiting for my results and trying to determine if I could indeed work or not and needed to stay home and quarantine, I ended up taking several home tests with very mixed results. First test ((B)(6) 2022) from binaxnow was negative. The next day ((B)(6) 2022) I took a home text from flowflex and it showed a very faint pink shadow of a line. I wasn't sure if this was a positive result, so I then took another home test from binaxnow. That test was definitively negative. Then I took another home test the next day ((B)(6) 2022) with the flowflex and again I got a very faint pink line. On the last day ((B)(6) 2022) I took another flowflex test, got the same faint line, followed it up with another binaxnow test and again another definitively negative result. So there were three negative binaxnow tests and the faint line flowflex tests. Obviously one of the brands was flawed and wrong, giving false results. I received the first pcr results on the morning of (B)(6) 2022 and it was negative. I was able to get a rapid pcr test from my doctor in the late afternoon on (B)(6) 2022 and again those results were negative. Finally, on (B)(6) 2022 I received my pcr test result from (B)(6) 2022 and again another negative result. So, with three negative pcr results and three negative binaxnow results, I concluded that the flowflex brand test kits were the faulty, giving me false positive results. I am advising any family, friends and coworkers not to use this brand and wanted to report my issue with it for follow up. FDA safety report ID# (B)(4).